Event description:
It was reported the patient presented remotely. Upon review, the atrial lead exhibited inappropriate mode switch and over-sensing noise. No intervention was performed. The patient was stable.